Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported pain and "water bag formed" against an unknown mammary breast implant device on left side. The device remains implanted.

Event description:
Healthcare professional reported rupture.

Manufacturer narrative:
Reason for reoperation: rupture.

Manufacturer narrative:
Additional health effect - impact codes: f2201, f08. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported rupture, double capsule and capsular contracture baker grade unknown. The following event is not related to the device, "lymphocytes are negative for alk-1 & cd30 by immunohistochemical stain". The device has been explanted.